Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons had to be double pressed multiple time press to get response and e code had to press though to clear. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alarm, diminished battery life going through fresh new room temp faster than before and clicking noise during the priming process. The insulin pump will not be returned for analysis.